Manufacturer narrative:
Citation: tzamalis p et al. The association of diabetes mellitus treated with oral antidiabetic drugs and insulin with mortality after transcatheter valve implantation: a 3-year follow-up of the tavik registry. Cardiovasc diabetol. 2019 may 28;18(1):63. Doi: 10.11 86/s12933-019-0873-6. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an examination of the effects of diabetes mellitus treated with insulin and oral anti-diabetic drugs on patient outcomes after transcatheter aortic valve implantation (tavi). All data were prospectively collected from a single center between april 2008 and march 2015. The study population included 2,000 patients and was predominantly female with a mean age of 81 years. Of those, 360 were implanted with medtronic corevalve bioprosthetic valves. No serial numbers were provided. Among all patients, the 72-hour procedural mortality included 40 patients. The 30-day cardiovascular and non-cardiovascular mortality included 75 and 31 patients, respectively. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events that occurred within 30 days post-tavi included: new permanent pacemaker implantation, second valve implantation, myocardial infarction, stroke (major/ disabling or minor), valve malposition, life-threatening or major bleeding, major vascular complications, aortic valve gradient greater than or equal to 20 mmhg, and moderate-severe aortic insufficiency. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.